Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sleeping, and around 3am, the patient¿s husband noticed she was sweating and moaning. She eventually lost consciousness. He took the patient¿s bg meter reading, which was 29 mg/dl while the cgm device was reading 329 mg/dl. The patient was also wearing a tandem insulin pump. The patient¿s husband administered a glucagon injection to the patient. The patient recovered after treatment, although the patient could not recall how long she was unconscious. The patient did not seek assistance from a higher level of care. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.